Manufacturer narrative:
This is a definitive report.

Event description:
Adverse event: anaphylactic type reaction, allergic reaction: unk date - a male pt in his fifties received five injections of supartz. After 5th injection of supartz, he experienced a "full blown, whole body, anaphylactic type reaction". He was hospitalized and administered IV therapy. The initial info forwarded on (B)(6), 2011 from another MFR, who stated the physician will not give out any add'l info at the pt's request. We made several attempts to get add'l info, but failed.